Event description:
An alarm issue was reported with the freestyle librelink application. The customer reported that after updating the application, the alarm function was deactivated and therefore did not receive a low glucose alarm when feeling hypoglycemic and experienced a loss of consciousness. The customer regained consciousness by herself and self-treated with fruit juice, and additionally insulin (dose/type unknown). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. An attempt was made to replicate the user complaint and were able to successfully receive high/low glucose alarms on an (B)(6) device with (B)(6) using a known good libre 2 sensor. No issues were identified with the librelink app. If product data is returned, an investigation of product data will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.